Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch cable was broken at the wrist. Cable segment that contains the crimp was still installed in the clevis. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical porocedure, the cables of the tenaculum forceps instrument were broken. No patient harm, adverse outcome or injury was reported.